Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the surveillance would restart when discharging or transferring a patient. There was no patient incident.

Manufacturer narrative:
.